Event description:
The customer stated both prism analyzers in the lab were generating drain time errors when prism reaction tray lot 90359m500 was in use. The customer stated over 100 drain time errors were generated and when re-tested, all but 2 samples results were obtained. The customer also stated the issue seem to occur with plasma samples and not serum samples, when both sample types were run on the same tray. The customer further stated sample handling was performed per product insert recommendations, and no other assays were affected except hepatitis b surface antigen. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Prism 6 channel analyzer, list # 6a36-04, (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Manufacturer narrative:
(B)(4)